Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('perforation: uterus/ migration') in an adult female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("headaches/migraines/headaches"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gerd") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, fatigue, migraine, gastrooesophageal reflux disease, menorrhagia, vaginal haemorrhage, anaemia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, bladder disorder, device breakage, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 previously date was (B)(6) 2010. Received treatment for dysmenorrhea, pelvic pain, abdominal pain, uterine perforation, bladder problem, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result: breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('perforation: uterus/ migration') in an adult female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("headaches/migraines/headaches"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gerd") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, fatigue, migraine, gastrooesophageal reflux disease, menorrhagia, vaginal haemorrhage, anaemia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, bladder disorder, device breakage, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 previously date was (B)(6) 2010. Received treatment for dysmenorrhea, pelvic pain, abdominal pain, uterine perforation, bladder problem, urinary problem, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result: breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received: new events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anemia, gerd and nickel allergy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), uterine perforation ('perforation: uterus/ migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, fatigue and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 previously date was (B)(6) 2010 received treatment for dysmenorrhea, pelvic pain, abdominal pain, uterine perforation, bladder problem, urinary problem, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) result: breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality-safety evaluation of product technical complaint no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), uterine perforation ('perforation: uterus/ migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, fatigue and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 previously date was (B)(6) 2010 received treatment for dysmenorrhea, pelvic pain, abdominal pain, uterine perforation, bladder problem, urinary problem, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: case become incident. Previously added injury nos was replaced with dysmenorrhea and new events: pelvic pain, abdominal pain, general abnormal bleed, hypersensitivity, breakage, psych injury, migration, uterine perforation, bladder problem, urinary problem, fatigue, headaches, were added. Lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.